Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer changed the pump supplies, resumed insulin delivery, and delivered a bolus to address the issue and the elevated bg.